Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support, who provided complete pump reset information and guided the caller through the reset process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.